Manufacturer narrative:
According to the complainant, the reported device container has been retained, and is not available for return. An evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Manufacturer narrative:
Recall #z -3215-11. (B)(4).

Event description:
It was reported to boston scientific corporation that an expect aspiration needle device was found to have a different label on the outside of the outer box, than what was packaged inside. According to the complainant, the inner package was correctly labeled as a 25ga expect aspiration needle device. The outer box, which hold the individual devices had a label for a 22ga expect needle device. As the inner labels are correct, the hospital will keep the product for later use. No procedure, or patient was involved.

Event description:
It was reported to boston scientific corporation that an expect aspiration needle device was found to have a different label on the outside of the outer box, than what was packaged inside. According to the complainant, the inner package was correctly labeled as a 25ga expect aspiration needle device. The outer box, which hold the individual devices had a label for a 22ga expect needle device. As the inner labels are correct, the hospital will keep the product for later use. No procedure, or patient was involved.